Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software appeared to be working as designed. It was possible to replicate the import issues. The slices were removed due to tags not being present. The tags were necessary by the navigation system in order to navigate, so the system rejected all slices without the tag. It was suspected that the site was able to view the secondary capture objects in a separate dicom viewer since the viewer likely did not have the same tag requirements. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw kit 9735737 stealth s8 cranial, version 1.2.0. Software logs were received for review/analysis. Results were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. The site requested an exam review. They have post-processed "fmri" data that was merged with an anatomical that they can view on a digital intercommunication of medicine (dicom) viewer, but the navigation system will not load it. The exam "sop class uid" shows it as a secondary capture image. No patient.